Event description:
A peritoneal dialysis pt reported, he was in drain 0 and had noticed there was a leaking coming from somewhere. Pt clamped all lines and cancelled treatment. Pt stated that there was liquid detected inside the pump module at the bottom. There is no sample available for eval. There is no report of pt ill effect.